Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced resistance when loading the cartridge with insulin. Reportedly, the customer was using manual injection needles to load the cartridge. Customer's blood glucose level was 179 mg/dl. Tandem technical support instructed the customer to use the syringes provided by tandem to fill the cartridges.